Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted in the lad. It is reported that approximately 6 months post index procedure, the patient expired. The cause of death was cardiac. It was not assessed if the event was related to the study device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
It was reported that the patient suffered a mi which was fatal. It is unknown if the mi was related to the target vessel. Investigator has assessed that the event was probably related to the study device.